Event description:
Pfs and medical records received. This complaint is legal. Pfs alleges pain, infection, and increased metal ions levels. The had a revision on (B)(6) 2011 for failed metal on metal hip. A new cup, liner, head, and 2 screws were placed ((B)(4)). After the (B)(6) 2011 revision, the patient developed a staph infection. He underwent several I&ds and then on (B)(6) 2014 spacers placed. The femoral stem wasn't removed as it was well fixed. The spacers were removed and new implants placed (B)(6) 2014. The stem is already reported on (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).